Event description:
It was reported that fluid leaked from the base of the needleless connector site during use. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
D5. Other operator of device: operator of device is unknown. E1. Initial reporter phone#: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: one sample was returned in used condition without original packaging. A visual inspection found that the sample was returned manipulated and without the needle cover. The sample was evaluated by introducing distilled water with a syringe to verify that the liquid flowed correctly. During the functional test it was detected that the distilled water did not pass through the sample. The failure mode was not confirmed, according with the result of the functional test the sample was occluded. No non-conformances were found during the DHR review.